Manufacturer narrative:
The lens was discarded by the user facility and will not be returned to b and l for analysis. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that while attempting to insert the crystalens at-50ao using the ci-28 delivery device the incision was "too small" (2.8mm). The surgeon then enlarged the incision to 3.0mm and successfully implanted another crystalens of the same model and diopter. Reference MDR #2031924-2011-00146 for the delivery device.